Event description:
Philips received information from a customer site that while preparing the system to remove a patient, a cover on the arm of the skylight camera caught the patients ventilator tubing and the patient was extubated. The site's emergency responders were called immediately and reintubated the patient. This occurred upon completion of the patient study, and there was no occurrence of rescan.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete sections hi - hp at this time. We will file a follow-up nor at the completion of the investigation. (B)(4).